Manufacturer narrative:
The device is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date, intra-op, during inflation balloon ruptured. No patient complications were reported.